Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred after the blood sample is absorbed. The customer was using proper testing technique. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported having increased thirst and increased urination. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date at time of call is one week. The customer received the e-5 error with another vial of test strips: lot number mu2300, manufacturer's expiration date of 06/22/2018, open vial date undisclosed. The meter memory was not reviewed for previous test result history.